Event description:
It was reported by the physician that after interrogating his patient he noticed that the patient's output current was set to zero. He indicated that last time when he interrogated the patient at the end, the output current was set to 1.5ma. Good faith attempts to obtain additional information have been unsuccessful.